Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The product is available to be returned for investigation. Pictures are also attached. The customer reported to vyaire medical that the 6861- vital signs® extra large face mask with adjustable air cushion size 6x -large adult face mask, deflated while connected to a patient. The customer confirmed that there was no harm and there was no intervention needed.

Manufacturer narrative:
Device evaluation: one opened sample part number r6860k was received for the investigation. Based on the investigation and per the physical sample and pictures provided by the customer, we could observe that the blue valve is loose inside the cushion, so the defect was confirmed. We determined that the material could be related since the part number r6860k is not manufactured in vyaire mexicali and we do not manipulate the blue valve. In addition, the pfmea 76a refers to the pfmea 83a for raw material, and we have the controls for this kind of issue. As a corrective and preventive action, scar mx-2021-030 was initiated for the external supplier. Also, personnel was notified about the complaint.